Manufacturer narrative:
Event date: exact date unknown, event occurred in last two months before aware date. Model number: product information was not provided, therefore lot number, expiration date, and UDI are unknown. Report source: other - physician survey. Product information was not provided, therefore manufacture date is unknown.

Event description:
It was reported that the patient experienced a thrombosis as a result of the jetstream device or procedure. No further event or patient details were provided.